Event description:
It was reported that pump displayed malfunction code. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump. There was no reported adverse impact to the customer.